Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice automated pd set with cassette was damaged. The reporter stated that the cassette had scratches and melted plastic. It is unknown when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. Additional information was requested and is not available.